Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: vertebral compression fracture procedure: kyphoplasty it was reported that during surgery, when the surgeon attempted to inflate the balloon, it ruptured with about 1cc of contrast fill. No fragments of the balloon remained inside the patient. There were no patient complications as a result of the event though. The patient was not allergic to the contrast media. The procedure was completed successfully with a new product.

Manufacturer narrative:
Product analysis: visual and functional evaluation with a sample syringe identified a puncture of the ibt balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.